Manufacturer narrative:
Philips service replaced amc triple servo drive hp-lp-lp and geo io box, performed calibration, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the arc movement controller failure caused a mechanical movement issue on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.